Event description:
Husband of end user reported that the new replacement r116 sling is also causing the same issue. He stated that the commode opening reinforcement is causing open wounds on his wife's buttocks. Stated that any sling from any company would do the same thing. His wife gets transferred into a seat and sits on the sling all day. He is not asking for another sling to be replaced, was looking to find a sling model that the reinterment stitching is wider and would lessen the issue. He stated that the lift he is using is not invacare, but some canadian model. Invacare has advised the customer that compatability is an issue and invacare does not recommend using our slings on a different manufacturer's model lift. No malfunction of the sling.